Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a high rate of positives in one run where 40 out of 94 samples generated a positive result for sars-cov-2 on (B)(6) 2021. In addition, the run after this run with high positives failed due to a positive signal in the negative control. The customer repeated the samples on (B)(6) 2021 and 38 samples that were originally positive came back with a negative result. Both runs were done on the same instrument. Fourteen of these test results were reported to the physician. The customer confirmed that there was no allegations of harm to the patient. 14 mdrs will be filed, one for each of the reported test results. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).